Event description:
The following has been reported: a volumetric pump with propofol infusion running starts alarming and blinking. The pump starts to give a propofol bolus to the patient without being touched. Has this occurred in the past, if yes, has it been reported to fk before?: no engineering department at st barts simulated the scenario and stated: pump started to bolus randomly." Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.